Event description:
It was reported that the oral gastric tube snapped. There was no reported injury. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 06-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: a1, a2, a3a, b5 and b7. The actual complaint product was returned for evaluation. All information reasonably known as of 31-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received (B)(6) 2025 noted there was no patient injury, no medical intervention required, patient is currently stable. The break occurred outside of the patient, when removing the tube from the patient, the tube snapped. There was no difficulty with tube insertion. It is unknown how long the tube was in place. The tube was "used for feedings, no feedings with blended feeds and/or thick consistency formulas, no oral and/or crushed meds, no oils or oil-based meds, no mct oil (medium-chain triglycerides) oil used." Flushing procedures were unknown. No history of the tube clogging prior to the break.